Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The patient was admitted to the hospital for stabilization and monitoring. The consultant suggested increasing the rate cutoff above 170 bpm. The patient was also scheduled to be seen by an electrophysiologist. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received several shocks while the patient was having a heated argument with his son. Defibrillation therapy was exhausted. Emergency medical services (ems) gave the patient medication to slow the heart rate down and this stopped the shocks. Noise was observed on the shock channel and the caller was inquiring as to whether the arrhythmia was shock induced. No adverse patient effects were reported.